Event description:
It was reported that during device follow-up 2 instances of overdischarge were confirmed. Patient non-compliance was stated as the reason for the overdischarge. Power on reset (por) occurred and was not cleared successfully. Patient status at time of this report was stated as alive with no injury/no adverse event. It was unknown what actions were required as a result of the event. The status of the device was noted as implanted - out of service. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 37092, lot # 271470001, implanted: (B)(6) 2011, product type accessory; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a-45, lot # v185448, implanted: (B)(6) 2009, product type lead; product ID 3487a-45, lot # v130379, implanted: (B)(6) 2009, product type lead. (B)(4).